Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, coronary artery disease, cerebrovascular disease, myocardial infarction, peripheral vascular disease, atrial fibrillation, previous valve surgery, percutaneous coronary intervention, coronary artery bypass grafting, and chronic obstructive pulmonary disease. Complications reported included hypertension, diabetes mellitus, dyslipidemia, coronary artery disease, cerebrovascular disease, myocardial infarction, peripheral vascular disease, atrial fibrillation, previous valve surgery, percutaneous coronary intervention, coronary artery bypass grafting, and chronic obstructive pulmonary disease; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: clinical impact of sex differences and procedural setting in transcatheter aortic valve implantation.

Event description:
The article, "clinical impact of sex differences and procedural setting in transcatheter aortic valve implantation", was reviewed. The article presented a retrospective multi-center study to investigate the effects of sex differences and the impact of procedural setting (public vs. Private) on short term outcomes in transcatheter aortic valve implantation (tavi) patients, while also exploring temporal trends in procedural volume and outcomes. Devices included in the study were corevalve, evolut r/pro, portico, acurate, lotus, inovare, myval, and sapien xt/3/3 ultra. The article concluded women had higher procedural and in-hospital mortality rates after tavi as compared with men, while facing higher life-threatening bleeding and adverse events rates. Although public hospitals exhibited higher mortality rates than private centers, procedural setting was not independently associated with in-hospital mortality. [The primary and corresponding author was henrique barbosa ribeiro, department of interventional cardiology, heart institute (incor), hospital das clínicas da faculdade de medicina da universidade de são paulo, são paulo, brazil, with corresponding email: henrique.ribeiro@hc.fm.usp.br] the time frame of the study was from 2009 to 2021. A total of 3194 patients were included in the study, of which 19 (0.6%) received an abbott device. The average age was 82 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, coronary artery disease, cerebrovascular disease, myocardial infarction, peripheral vascular disease, atrial fibrillation, previous valve surgery, percutaneous coronary intervention, coronary artery bypass grafting, and chronic obstructive pulmonary disease.